Event description:
It was reported that the patient experienced a loss of therapeutic effect. All conductors showed sudden impedance measurements greater than 4000 ohms. A revision procedure was conducted. During the procedure, the lead broke during removal and a piece of the lead remained implanted in the patient. A new lead was implanted. See manufacturer report #3004209178-2012-02447 regarding subsequent issues during the revision procedure.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: 2008 (B)(6), explanted: 2012 (B)(6). (B)(4).